Manufacturer narrative:
The received device was investigated and the data download returned an alarm code, which indicates an occlusion occurred. Bending/kinking was observed in the exposed portion of the cannula. During fluid path testing the contents of the reservoir were able to pass out of the distal tip. No other defects or deficiencies were found. A root cause for the alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98 . Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 22 mmol/l (396 mg/dl) while wearing the pod longer than 48 hours (site unknown). The patient tried correcting it with extra insulin using the pod but the bg levels did not decrease. Hyperglycemia treated by patient activating a new pod and corrections (exact amount was not provided).